Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 680 - 1000 mg/dl; reportedly the customer was incoherent, could not walk by himself, was dehydrated, and throwing up blood. He was experiencing chest tightness as well as diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin as well as manual dose injections to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2024 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, it was discover that the cartridge and infusion set had been in use for more than 72 hours. Tandem technical support educated the customer on insulin labeling. Additionally, it was reported that the customer intended to administer a bolus but failed to complete the process. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. A replacement pump was sent to maintain customer satisfaction.